Manufacturer narrative:
Medtronic cryocath was made aware of this event. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced abstract: ¿safe fluoroscopy reduction during electrophysiology studies.¿ this abstract will be presented at the (B)(6), to be held (B)(6) 2017.

Event description:
A literature publication/abstract was reviewed which contained the following patient complication while using a cardiac cryoablation catheter: there were two (2) patients who experienced pericardial effusions. The status/location of the catheter is unknown. No further information/details were provided. No further patient complications have been reported as a result of this event.